Event description:
Additional information was received from the healthcare professional. Per the logs, since (B)(6) 2014, the pump was programmed to deliver in flex mode at a dose of 280mcg/day. At the pump refill on (B)(6) 2015, the dose was increased by 3% delivering lioresal (lot #ds0079, exp date 10/31/2017) 2000mcg/ml in flex mode at a dose of 290.2mcg/day. Therapy was reported as ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2015, product type: pump. Product ID: 8709sc, lot# n154392020, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A consumer reported that the patient was currently receiving baclofen with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 527.0 mcg/day. The manufacturer / type of baclofen and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. The patient's spasticity was gradually returning; the date of the event was (B)(6) 2015. Intervention included a partial system explant. The pump was noted as having been replaced in in (B)(6) 2015; however per the manufacturer's device registry the pump was replaced on (B)(6) 2015. The pump was replaced due to normal battery depletion and the patient still had the same catheter implanted from (B)(6) 2009. It was further reported that the patient has had 3 to 4 adjustments with the medication done with the last adjustment having been an increase of 75% since before the pump replacement surgery and the spasticity was still there. The reporter believed there was something wrong with the pump but felt the issue was more the catheter as the catheter wasn't replaced. It was noted that they would like to do a dye study as they think something is going on with the catheter. Additional information requested included clarification of baclofen intrathecal, drug therapy dates, other medications the patient was receiving at the time of the event, medical history, troubleshooting performed, cause of the issue, actions taken to resolve the issue, and outcome.